Event description:
Fill volume: unknown; flow rate: 100ml/hr; procedure: unknown. Cathplace: unknown. Patient 3 of 3. Please reference 2026095-2014-00117/(B)(6), 2026095-2014-00118/(B)(6). It was reported that three patient's experienced fast flows while using a e401000 pump. The nurse did not wait the 4 hours between filling the pump and infusion. Patient three's pump infused solu-medrol in 3 hours instead of the expected 4 hours. The pump model, lot number and medication are the same.

Manufacturer narrative:
Method: at this time only one device has been received for analysis. We are currently pending the return of this device. A review of the device history records (DHR) was performed for the lot number provided. Results: at this time the investigation is in progress. Results will be provided once completed. Per the DHR review,there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications at release. Conclusions: I-flow is awaiting the return of the two additional devices that were reported to be available for analysis. The investigation is ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.